Manufacturer narrative:
An issue has been found with the hand controller for the brightview family of cameras that results in either spontaneous, uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. A field safety notice has been released indicating further actions.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the fast enable button, on the wireless remote control used for system positioning, remained active causing unrequested motion. This malfunction would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on additional information from field safety notice (fsn 88200521) / health hazard evaluation (hhe ami-1123-2019), it has been determined this record is a reportable event.